Event description:
An affiliate reported that a 1.5 x 10mm firestar balloon ruptured. The proximal left anterior descending (lad) lesion was a highly calcified chronic total obstruction. The firestar was delivered at the target lesion. The physician began to inflate the balloon, but the balloon pressure began to decrease at 6atm. The physician suspected that the balloon had ruptured and removed the firestar device. The procedure was successfully completed with an apex balloon. There was no patient injury reported. The product was not returned for analysis due to the patient infectious disease. Additional information will be submitted within 30 days of receipts.

Manufacturer narrative:
.